Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that patient was getting shocked down the arm and it made their arm numb. It was stated that the therapy was still helping with patient motion but patient was getting shocked and caller was asking why patient may be getting shocked. It was stated that patient had seen the health care professional (hcp) who did an x-ray of the chest and skull to determine there is no loose wires, impedances were checked and determined to be fine. It was noted that the ins's were charging fine. Patient was redirected to the hcp to help assess the ins. It was reviewed for the caller that the hcp could call the manufacturer to discuss scans/tests that may be appropriate to help potentially determine the cause for shocking. It was also reported that the shocking was gradual, had been going on for 4-5 months and was getting worse. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp). Patient complained of shocking events to the clinic and facial grinning happened twice at the doctor's office. The doctor ran impedances with pressure at generator site. X-rays showed nothing. The patient's wife reported insurance warned not cover replacement. Wife reports seen by rep and doctor and fall 2017 and was told nothing was wrong when seen in (B)(6). As of (B)(6) 2018 he has not contacted the surgeons. Shocking had not been resolved at the time of report. Additional information received from the patient on july 2nd indicating that the cause of shocking was not determined. Patient had been seen in (B)(6) and x-rays of the chest and skull.